Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. The customer was unable to clear the alarm. The customer's blood glucose (bg) level was 407 mg/dl and was addressed with an injection of insulin.